Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin flow blocked alarm. Customer¿s blood glucose level was 371 mg/dl. Troubleshooting was performed. Customer was not tried different cannula lengths. Customer stated that the tubing was bent or kinked. Customer stated that they were tried all remedies. Customer was advised to the insulin pump would need to be replaced, to retrieve, save insulin pump setting, and to revert to backup plan. The insulin pump will be returned for analysis.